Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved by removing the bubbles from the trigger level sensor and tubing and cleaning the small salt buildup found on sample and r2 pressure monitor sensor. During field service it was also noted the customer is using expired hypochloride for maintenance. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive alinity I stat high sensitive troponin results on 7 patients. The following data was provided (ng/l) : 1 male patient sid (B)(6) (cut off male 34.2) initial 13.4, repeats 55.3, <10; 6 female patients (cut off female <15.6): sid (B)(6) initial <10.0, repeats 60.8, <10.0, <10.0, sid (B)(6) initial 649.0, repeat 536.9 (no negative data provided), sid (B)(6) initial <10.0, repeats 77.5, <10.0, <10.0, sid (B)(6) initial <10.0, repeats 165.7, 21.2, <10.0, sid (B)(6) initial <10.0 repeat 16.9, sid (B)(6) initial 20.0, repeats 105.0, <10.0, <10.0, <10.0. There was no impact to patient management reported.